Event description:
The patient stated, that a few months ago her blood glucose was elevated to 356 mg/dl. She stated that a normal reading for her is around 120 mg/dl. Symptoms of high blood glucose were thirst. She also stated, that yesterday (in 2007) her blood glucose was elevated to 256 mg/dl. She stated that the cannula of her infusion sets often dislodge from her body, while she is sleeping, which causes high blood glucose. She stated that when the cannulas become dislodged, they look bent. She stated she bolused to lower her blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient was sent a sample of infusion sets with a longer cannula and tegaderm. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.